Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. A review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile showed successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable. The user operated surgery within the recommended energy settings. However, the flap thickness is thin. No technical root cause could be identified. According technical onsite visit and logfile review, no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that when creating a lasik flap, a vertical gas breakthrough occurred. The doctor feels that this may be due to laser settings. Flap thickness has become significantly thinner. New information was received. The surgeon did not do any ablation and right flap will be lifted in six weeks to complete lasik and left eye will have photo refractive keratectomy (prk) performed. Energy settings were recently changed and surgeon thinks this may have contributed. There is more air in the interface during flap creation. The surgeon mentioned that he has been routinely getting 15-20 microns thinner flaps. New information was received. Correct recommend settings were provided to the doctor and a new modified settings option based on that. The surgeon has been very happy since then. New information was received that issues could be due to not correctly adjusted z-offset. There are two related reports for this facility. This report addresses a specific patient and another manufacturer report will be filed for multiple patients.